Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) stated that the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there was no adverse patient effects reported.

Manufacturer narrative:
This report contains correction in section d6a implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) stated that the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there was no adverse patient effects reported.